Event description:
The manufacturer received information alleging a ventilator failed to charge when plugged into power. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. The device was cleaned and tested and passed all final testing.